Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that flexor sheath included in the rosch-uchida transjugular liver access set was difficult to insert during a transjugular intrahepatic portosystemic shunt (tips) procedure for a 45-year-old male patient. Due to the difficult insertion, the tip of the sheath became damaged. A new-like device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures, and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination of the device could not be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed the product labeling, including the instructions for use (IFU) titled "t_rups_rev4". The user followed all relevant instructions in the IFU related to this failure. Evidence provided by the dmr and DHR, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, no returned device, and the results of this investigation, it was concluded that a component failure unrelated to any manufacturing or design deficiencies contributed to the reported event. It is possible the patient had tortuous anatomy, and the sheath tip became damaged during advancement. However, this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
It was reported that flexor sheath included in the rosch-uchida transjugular liver access set was difficult to insert during a transjugular intrahepatic portosystemic shunt (tips) procedure for a 45-year-old male patient. Due to the difficult insertion, the tip of the sheath became damaged. A new-like device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - phone: (B)(6). H3 - device evaluated by mfg? The device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.